Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair inside the kit is inconclusive due to poor sample condition. Two photo samples of a powerpicc solo 2 component and a product label were returned for evaluation. An initial visual observation of photo showed a folded blue medical drape on top of a light blue drape. There is a paper on top of the blue drape which shows the numbers ¿(B)(4)¿. A length of fiber appears to be visible on the light blue colored drape. Based on the description and photo samples provided, possible contributing factors include foreign material deposited during packaging, during package opening, and during use. The kit was shown in an open state and the source of the fiber cannot be determined based on the photo samples provided; therefore, the complaint is inconclusive, poor sample condition. A lot history review (lhr) of rebw0115 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC kit had a hair inside of it. No patient involvement.